Event description:
The customer reported that the system would display an emergency stop switch error message and produce subtracted images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep checked the error log files and the mainframe 5vdc power supply and the x-ray switch as well as reseated the x-ray controller printed circuit board. The system was tested and found to be working as intended and put back into svc.